Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the tube got caught in the bed fence and the catheter was broken when the patient moved to the hospital room on the 7th day of placement. Per additional information received via email on 23jun2020 from ibc representative, there were no missing pieces and photos were received.

Event description:
It was reported that the tube got caught in the bed fence and the catheter was broken when the patient moved to the hospital room on the 7th day of placement. Per additional information received via email on 23jun2020 from ibc representative, there were no missing pieces.

Manufacturer narrative:
The reported event was confirmed. Visual inspection noted one two-way silicone foley catheter was received. Visual evaluation noted the catheter was broken into two pieces with the break occurring at the bifurcation. This fails to meet specifications as the shaft must be securely bonded to funnel. Although the reported event was confirmed, a root cause could not be determined. A potential root cause for this failure could be under curing. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[warnings] 1. Method for use (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder/urethra may be injured.] 2. Applicable patients ·patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.] [Contraindications] 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients with known allergy to silver coated catheter."